Manufacturer narrative:
H3: device not returned to manufacturer. No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer and the cause could not be determined. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that a patient underwent a video-assisted thoracoscopic right upper lobectomy under general anesthesia with epidural analgesia. In the early hours of the second postoperative day, an alarm indicating low battery prompted the ward nurse to inspect the pca pump. She discovered that the pump flow rate and configuration had been altered from epidural to intravenous. The patient informed her that he had touched the pump to stop the alarm. An anesthesiologist readjusted the pca pump settings to administer epidural analgesia for pain management. The patient was discharged on the fifth postoperative day without incident. An examination of the pca pump log indicated that the lock had been disengaged following three occasions of erroneous input of an invalid security code. The mode of administration had been altered from epidural to intravenous, and a priming bolus of 8.1 ml was administered. The product fault occurred while in use with a patient. There was a patient involvement and no patient harm/adverse event reported.